Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sigma hp uni guide handle's front notch broke off.

Manufacturer narrative:
Examination of the submitted handle confirmed one tip was fractured. Previous investigations were conducted for a similar issues with damaged threaded tips and the root cause was identified. The root cause is design related. In march of 2009, via eco 293575, product code 202499111 sigma hp uni handle was released for production. The 202499111 sigma hp uni handle is more robust and will hold up during usage with (B)(4) uni cutting blocks, uni distal cutting blocks, unit tibial templates, and pfj anterior cutting blocks. The current complaint sample was manufactured prior to the eco 293575 change. No further corrective action required. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.